Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. Section a patient information: refer to section b5 for complete patient information.

Event description:
The customer observed a falsely depressed alinity c carbon dioxide result generated for an 85-year-old female patient sample. The following data was provided (customer¿s reference range 22-29 meq/l): sample ID (B)(6) initial result 30 meq/l, repeat result = <5 meq/l, repeat result on another analyzer ac05166 = 31 meq/l. No impact to patient management was reported.

Manufacturer narrative:
The field service representative (fsr) inspected the instrument, performed trouble shooting, and calibrated the pipettor, sample complete which resolved the issue. An instrument service history review for ac05144 revealed no additional tickets associated with discrepant/erratic results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of complaint and trending data for the alinity c processing module did not identify any similar issues with regards to the customer reported event. Additionally, review of complaint and trending data associated with the pipettor, sample complete did not identify any trends. Review of the manufacturing documentation did not identify any non-conformances or potential non-conformances associated with the complaint issue. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the alinity c processing module, serial number ac05144, or the pipettor, sample complete was identified.

Event description:
The customer observed a falsely depressed alinity c carbon dioxide result generated for an 85-year-old female patient sample. The following data was provided (customer¿s reference range 22-29 meq/l): sample ID (B)(6) initial result 30 meq/l, repeat result = <5 meq/l, repeat result on another analyzer (B)(6) = 31 meq/l no impact to patient management was reported.